Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that the pt had high impedance on system diagnostic testing (no specifics available). The pt was using a walker and fell down a couple of times in the recent past. The device was disabled and x-rays were ordered. The pt had last seen the physician a couple of months ago without issue. The pt's group home later stated that the pt had 5 seizures in one day while the device was disabled. Prior ot this, the device had been very effective in aborting the pt's seizures. The pt's last known diagnostics on (B)(6) 2010 showed proper device function. The pt's clinical info revealed that over the month prior to the high impedance detection, the pt's seizure activity had increased after a fall she had. Also, the magnet was now not as effective in aborting her seizures. The doctor reported that the x-rays did not reveal any anomalies, though a "questionable" area of a break in the neck on a single view was noted by the physician. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.